Event description:
Boston scientific received information that the patient had a fall. The brady lead was reported to be dislodged and the threshold was increased with unknown reason. The lead was explanted and was replaced. Additional information received indicating that this lead will not be return for analysis as per physician the hospital discarded the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient had a fall and the threshold was increased with unknown reason. Lead damage and/or dislodgement were suspected. As a result, the lead was explanted and was replaced. Additional information received indicating that this lead will not be returned for analysis as per physician the hospital discarded the lead. No additional adverse patient effects were reported.